Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. The medical records provided included the patient's implant tracking log only. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with uterovaginal prolapse, uterine polyps, urinary incontinence and perimenopausal menorrhagia. The patient underwent a total abdominal hysterectomy, abdominal sacrocolpopexy with implant of a bard flat mesh and implant of a non-bard davol sling. The attorney alleges the patient experienced unspecified adverse patient outcome associated to use of the device.